Manufacturer narrative:
During ge healthcare technician inspection of the error log, it was noted the unit had the following errors: ''vcb to du comm error; o2 temperature sensor failure; air temperature sensor failure'' errors. The inspection detected that the vcb (ventilator control board) was found as defective. Ventilator control board was recommended for replacement. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, device issues system failure need service error during startup. There was no reported patient injury.